Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. Corrected code: d9, h3. It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. Patient involved and no harm reported. (B)(6), an rn in the ccu, called in to request assistance with a gas loss alarm. She stated the alarm had occurred a few times over the last 24 hours but on 2 different occasions on her shift. (B)(6) said she resolved the gas loss alarm using the fill key after checking the connections. Verified there was no blood or discoloration in the helium tubing. Reviewed the proper way to resolve this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. Encouraged (B)(6) to call back to troubleshoot it together. In future if we receive any new information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm multiple times within the past 24 hours, including twice during the same shift. The alarm was resolved using the fill key after verifying that all connections were secure. No blood or discoloration was observed in the helium tubing. The correct procedure for resolving this alarm was reviewed, which includes: inspecting the helium tubing for blood or discoloration, pressing and holding the iab fill key for 2¿3 seconds, pressing start, and rechecking the tubing. The nature of the alarm and potential clinical causes were discussed; however, no clear clinical explanation for the alarm was identified at the time of review. No harm reported.